Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
(B)(4). It was reported the patient was received an error via his programmer when attempting to access MRI mode. An impedance check revealed low impedance on one contact. Troubleshooting per the help of an sjm representative to provide resolution was unsuccessful. As a result, the patient's scs system was explanted.